Event description:
It was reported that a trial patient had no stimulation sensation, and stopped feeling stimulation on the night of friday, (B)(6) 2013. It was noted that the patient bent down to pick something up and the patient ¿did feel a difference after this¿ but wasn¿t sure. It was reported that stimulation ¿stops¿ and when the patient turned stimulation up they were feeling a pain in their back. It was noted that the pain was right around the lead where it entered the body. It was reported that stimulation felt comfortable up until friday, and the patient changed to another program but this did not resolve the issue. It was noted that the manufacturer representative could not see the patient until the day following the report at the lead pull. It was reported that the patient did not have anyone to help check connections, and the patient checked the batteries in the external neurostimulator and they were fine. The patient was able to increase stimulation and reported no messages on the patient programmer. It was noted that impedances had not yet been checked. It was later reported that the lead was removed from the patient¿s back and the patient was doing well. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type lead. (B)(4).